Event description:
Attorney advised a 'ao medical blade plate' implanted during an unknown type surgery on the left shoulder, may have 'failed' while the patient was in rehab. Removal of the hardware is unknown.